Manufacturer narrative:
This event was identified during review of scientific literature. The article contained limited and non-specific info. The author has not replied to requests for additional regarding the events and devices. The reported malfunctions were not correlated with the brands of the shunts, and the manufacturers of the catheters were not cited. This article could not be matched to any info previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore evaluations of device performances were not possible. Reviews of the mfg records were not possible as lot numbers were not provided. All of our valves are 100% tested at the time of MFR. Sgouros, spyros md and susan dipple: "an investigation of structural degradation of cerebrospinal fluid shunt valves performed using scanning electron microscopy and energy-dispersive x-ray microanalysis", j neurosung 100:534-540, 2004.

Event description:
The reviewed literature article described none medium pressure cylindrical valves, and one competitor valve (medos: codman) that were explanted from pts. The cited reasons for shunt removal included ventricular catheter obstruction in seven cases, valve obstruction in one case, mechanical failure of the distal tube in one case, intraventricular hemorrhage following shunt revision in two cases, infection in three cases, and overdrainage in two cases.